Event description:
Boston scientific received information that this pulse generator may have caused or contributed to the patient's symptom of syncope. The boston scientific local area sales representative indicated that the patient had many medical issue and that the syncope may not be device related. The patient had a surgery and ventricular tachycardia (vt) noise was stored during the surgery from what looks like electrocautery. There was greater than two seconds pause for oversensing as a result. The noise was unable to be reproduced. Beyond the noted syncope, there were no other reported adverse patient effects.

Manufacturer narrative:
Changes in ventricular sensitivity made so the device would not inhibit and oversense. To date, information suggests that this medical device remains actively in service without further issue.